Event description:
It was reported that the user's dexcom g6 continuous glucose monitor (cgm) displayed three dashed lines indicating signal loss while connected to the ilet, and the agent guided a fingerstick entry into the ilet for continued insulin management until sensor resolution. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure between the cgm and the ilet, with findings associated with the electrical/magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.